Event description:
Pt wore pump into an MRI machine. The pump alarmed during the procedure. Later pt put a full cartridge (280 units) into the pump. Pt had very low blood glucose during the night. Pt woke to a low cartridge warning and only had 25 units left in the cartridge. There was no evidence of insulin leakage into the cartridge chamber. The pt went back on injections. The pump manual specifically states that the pump is not to be exposed to extremely strong sources of radiation or electromagnetic interference such as an MRI and that the pump should be removed beforehand.